Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was a stored episode from one month earlier due to oversensing of noise for the subcutaneous implantable cardioverter defibrillator (s-ICD). No therapy was delivered due to the oversensing. Boston scientific technical services (ts) was asked to review the episode. Additional information from ts review noted that the noise may be related to air entrapment. Ts suggested further troubleshooting considerations including an x-ray. Ts also discussed reviewing to see if the noise had dissipated. The rep noted that the suggestions from ts were provided to the physician and at this time they are unaware of any further troubleshooting that has taken place. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was a stored episode from one month earlier due to oversensing of noise for the subcutaneous implantable cardioverter defibrillator (s-ICD). No therapy was delivered due to the oversensing. Boston scientific technical services (ts) was asked to review the episode. Additional information from ts review noted that the noise may be related to air entrapment. Ts suggested further troubleshooting considerations including an x-ray. Ts also discussed reviewing to see if the noise had dissipated. The rep noted that the suggestions from ts were provided to the physician and at this time they are unaware of any further troubleshooting that has taken place. The s-ICD remains in service and no adverse patient effects were reported.